Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water temperature did not drop on arctic sun device. Per follow up information received via email on 23aug2022, the device was under evaluation at the imi facility. The patient was changed to second device. There was no patient involvement and date of event occurred was 8/17/2022.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, the device was found to cool properly. Technician found the unit not to heat properly. Heater was replaced. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. It is unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was not in use on a patient. A DHR is not required as this is not an out-of-box failure. The reported event is unconfirmed, labeling/packaging review is not required. The actual/suspected device was inspected.

Event description:
It was reported that water temperature did not drop on arctic sun device. Per follow-up information received via email on 23aug2022, the device was under evaluation at the imi facility. The patient was changed to a second device. There was no patient involvement and date of event occurred was (B)(6) 2022. Per sample evaluation results received on (B)(6) 2022, technician found the device not to heat properly. There was heater failure.